Manufacturer narrative:
Further information was requested but was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12531. It was reported that the system was explanted due to an av infective endocarditis with enterococcus faecalis. The implantable cardioverter defibrillator tachy therapies was turned off prior to extraction. The patient was on the vent and continued to be hospitalized. The device and lead were explanted. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was stable and recovering post procedure.

Manufacturer narrative:
Additional information - analysis was normal. No anomalies found.